Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a rep. It was reported that the patient underwent a spinal cord stimulator lead revision on (B)(6) 2017. The surgeon kept the same ins. New impedance values were within normal limits. The old leads were found wrapped around each other at the ins site. The anchors had become disengaged and were floating in the spine space near the ins site. The surgeon elected to not explant the anchors from the previous implant. The patient was programmed post-operative and received good coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that x-rays showed one or more leads had migrated to the pocket site and were now wrapped around the ins. Reprogramming did not resolve the out of range contacts. The patient will be scheduled for lead revision, but the date is unknown.

Manufacturer narrative:
The supplemental report was sent was the incorrect aware date. The correct aware date is 2017-sep-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. The patient reported that she had not been able to feel the tingling sensation from her stimulator the way she used to. The patient broke her left ankle/foot approximately three weeks prior to (B)(6) 2017 when she smashed it with her motorized scooter. The details surrounding the accident were unknown, but the patient reported that the lack of stimulation might be related to it. It was noted that the patient had a history of turning the voltage up extremely high to get relief and feel it. The patient also reported a history of high amounts of scar tissue formation. The patient had additional hardware for her lower back that had always made it difficult to feel stimulation. The rep had the patient turn off the stimulator on (B)(6) 2017, and shortly thereafter the patient reported that pain spiked to an intolerable level. The patient was instructed to turn the stimulator back on and leave it at a lower voltage. The rep didn¿t hear from the patient for a few days, then the patient called back to say that pain improved. A few days later the patient said pain increased. The rep met with the patient on (B)(6) 2017, and ran an impedance check that required 3.0 volts to generate a within normal limits reading. At 3.0 volts, contacts 2 and 3 were out of range. The rep programmed around those contacts, and also put the system into cycling mode to optimize programming at the request of the surgeon¿s advanced practice provider. The advanced practice provider ran x-rays to check the lead and implantable pulse generator positions. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with the injury of a broken foot/ankle. The issue occurred during normal use. It was unknown when the event first occurred.